Manufacturer narrative:
Product analysis: visually, the inner shaft was dislodged and missing from the inner hub. There was deformation in the distal outside diameter of the inner hub. The outside diameter of the inner hub should be 0.330 ± 0.002 inches and measured 0.329 inches in the undamaged area and up to 0.343 inches in the deformed area which was out of specification. The hub bushing was rough and worn and the green proximal hub seal was worn, but still in place. Functional testing could not be performed due to the broken state of the device. In the returned condition, there was an out of specification condition that was related to the complaint due to physical damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was returned with no information. There was no patient impact. As per additional information, service and repair indicated that burr was found stuck in collet while servicing the handpiece.